Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
An abscess was noted behind the right ear causing the array to extrude from the cochlea. It was reinserted at the time.

Manufacturer narrative:
Additional information: according to the limited information received from the field the recipient underwent a revision surgery to re-insert the active electrode array into the cochlea. However despite requested no further information has been received.

Event description:
The electrode array migrated out of the cochlea. It was reinserted at the time.